Event description:
A caller reported experiencing a cartridge alarm 20 with their pump, which was previously reported. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to use multiple daily injections as backup insulin therapy and decided to replace the pump with an updated software version.